Event description:
It was reported that the table floor plate for the MRI was incorrectly installed. It was identified that the table floor plate was glued into the timber floor instead of through bolted and anchored to the concrete structural floor. There is potential for the table to become dislodged from the base and allowing for movement or tipping of the table. Based on the available information, this event is determined to be reportable. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips was informed that a patient support of an mr system became dislodged from its base on the floor. It was discovered that a number of mr patient supports, 5 in total, were incorrectly installed in australia by external contractor, acept. Specifically, the patient supports were installed to the floorboards using a chemical adhesive substance, instead of the mechanical fixation as according to philips prds (planning reference data). Dislodging of the patient supports from their base could lead to unwanted table movement or tipping which can inadvertently lead to patient injury under certain circumstances. The investigation concluded that a number of mr patient supports were incorrectly installed in australia by external contractor acept, the root cause determined is that the instructions outlined in philips prds were not followed. Action in the field will be conducted to address this issue for the 5 affected sites in australia.